Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the cgm was reading 40s, 80s, 90s and the blood glucose was not checked. The patient self-treated with a lot of sugar stuff food and became thirsty, dehydrated, dizzy, and fatigued. The bg was 548 mg/dl and the cgm did not change. The patient was transported to the hospital. They drew blood and used IV fluid to treat him and then gave him insulin. The patient recovered after treatment and was discharged after 4 hours. During the report, the patient was feeling exhausted but getting better at the end of the day. At the time of the report, the patient was fine. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.